Event description:
It was reported that the patients battery incision site has been slightly draining. The patient will undergo an explant procedure. Additional information was received that the patient has a little bump near the generator pocket that started to drain a very small amount of blood tinged discharge. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occured six weeks ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery "incisition" site had been slightly draining. The patient will undergo an explant procedure.